Event description:
I had cataract surgery and inserted the cypass stent for glaucoma inserted at hospital in (B)(6). Hit a blood vessel when inserting stent, I was told this happens 1 in 5 times, but does not pose a risk. Pain ever since and took 12 days before vision improved, but still blurry. I was supposed to have second eye done one week after surgery, but my vision had not improved enough in the first eye. I postponed second surgery until (B)(6) at which time I was informed of the recall and a stent was not put in my second eye. Absolutely no problem with my second eye. Had clear vision by the following day after surgery. Have seen surgeon twice and was told everything looks good and he doesn't know what is causing the pain and the blurred vision.